Event description:
The customer observed falsely elevated alinity I free t4 results generated for patient samples. The following data was provided (customer¿s reference range 9.0-19.1 pmol/l): sample ID (B)(6). (B)(6) 2024 initial result on (B)(6) = 38.62 pmol/l, (B)(6) 2024 result on (B)(6) = >64.35 pmol/l, (B)(6) 2024 result on (B)(6) = >64.35 pmol/l, result on roche = 18.5 pmol/l. No impact to patient management was reported. Additional information was provided on 30sep2024. The following additional results were provided for sample ID (B)(6): tsh result = 0.23 miu/l, ft3 result = 4 pmol/l. The customer also observed a falsely elevated alinity I free t4 result generated for an 83-year-old female patient sample. The following data was provided: (B)(6) 2024 sample ID (B)(6) initial result = >64.0, (B)(6) 2024 repeat result on same sample = 21.18, 12.47. The falsely elevated result caused the patient to experience anxiety, and additionally, had to have blood re-drawn. No impact or negative impact to patient management was reported.

Manufacturer narrative:
Updated information in section a1 - patient identifier; changed from (B)(6) to multiple completed information for section a1 - patient identifier: sids (B)(6). Additional information in section h4 - device mfg date and b5 - describe event or problem. The field service representative (fsr) inspected the instrument, performed troubleshooting, and determined the viton o-ring, size-008; valve, manifold, dispense 2 way; and valve, bypass, dispense manifold were worn. Multiple parts were replaced which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for the alinity I processing module serial number (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity I processing module, and the viton o-ring, size-008; valve, manifold, dispense 2 way; and valve, bypass, dispense manifold, did not identify any trends. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial number (B)(6), or the viton o-ring, size-008; valve, manifold, dispense 2 way; and valve, bypass, dispense manifold, was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1: patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I free t4 results generated for patient samples. The following data was provided (customer¿s reference range 9.0-19.1 pmol/l): sample ID (B)(6). (B)(6) 2024 initial result on ai22523 = 38.62 pmol/l, (B)(6) 2024 result on ai23132 = >64.35 pmol/l, (B)(6) 2024 result on ai22523 = >64.35 pmol/l, result on roche = 18.5 pmol/l. No impact to patient management was reported.